Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: knee-persona-femoral, item # unknown, lot # unknown. Knee-persona-tibial trays, item # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03953, 0001822565-2019-03956. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a right total knee arthroplasty and subsequently had a ruptured tendon repair done and had continues pain and felt like the component was moving.